Manufacturer narrative:
Device component code related to problem code for the reported event of catheter unable to advance. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transduodenal to the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with endoscopic ultrasound (eus)-guided choledochoduodenostomy procedure performed on (B)(6) 2017. According to the complainant, after advancing the device and cauterizing through the duodenal wall to the common bile duct (cbd), the physician advanced the catheter hub of the handle; however, the catheter failed to advance. The physician removed the device and successfully deployed another axios stent through the initial puncture site. There were no patient complications as a result of this event. The patient was reported to have recovered well and is doing fine.